Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number (B)(4).

Event description:
Patient revised due to glenosphere disassociation on (B)(6) 2021, approximately 1 year after primary surgery. Surgeon explanted the 36mm centered glenosphere and 135/145 36/+6 standard humeral cup, and then replaced them with a new 36mm centered glenosphere and a 135/145 36/+3 stability humeral cup.